Event description:
Event description: set screw loosening and rod slippage (disconnection between the tulip and the rod) occurred a few weeks post op (original post op above and 3 week post op below) on one side of a l2/l3 llif fusion with posterior fixation. After review, it is expected that the rod used for the segment was 5mm too short. Complaint investigation: neo medical gathered the following information by interviewing surgeons and sales rep: "a too short rod was used". This type of issue is known and displayed in the surgical techniqe with a few mm overhang is described. By analysing the MRI and x-rays images we can conclude that from measuring the overhang a 0.5mm difference on one side of the rod caused one side to slip (1.5mm overhang) while the other side did not (2.0 mm overhang). Neo medical also looked at the batch production records for the affected lots, the report concluded no relevant deviations related to product quality. The most probable root cause of the failure was that the rod used was too short resulting due to a lack of contact point between rod and screw head ("the tulip") resulting in a disconnection of the construct. This is the first time that a too short rod have been used in surgery, with more than 26000 surgeries performed to date, it gives an occurence of (B)(4).